Manufacturer narrative:
The returned lens was found to have small scratches outside the optic zone. No evidence to suggest that the lens left the mfg facility in this condition. The MFR's internal reference #97l1826.

Event description:
Surgeon reports pt experinced optical aberaations post-operative lens implantation od on 1/29/97 which appear to be related to a scratch on the lens. The abberrations are described as a very small field of clear vision with blur above and below. The implantation surgery was uneventful but markings were noted on the iol when it unfolded. The lens was explanted on 3/13/97. Surgeon reports pt is much improved. Surgeon reports he is unsure if iol was normal prior to folding but he reports he tried the folding forceps on another lens and did not experience this problem.